Event description:
It was reported that the customer received a button error alarm on his insulin pump while changing the infusion set. It was advised that the customer discontinue use of the pump and revert to a back-up plan. His blood glucose level was 141 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to a flattened button dome switch. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.